Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the b30 error message was displayed due to a defective plug unit. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite bronchovideoscope displayed a b30 scope communication error message. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a corroded scope connector. Olympus will continue to monitor field performance for this device.